Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. The initial result was 1.547 ng/ml, re-spun and reran on alternate architect and result was 0.018 ng/ml. The customer reran on original instrument and the result was <0.010 ng/ml (reference range <0.028 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 76375un23, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. Labeling was reviewed and found to adequately address the customer's issue. Historical performance of the lot 76375un23 was evaluated using worldwide field data for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 76375un23 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 76375un23. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I assay was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. The initial result was 1.547 ng/ml, re-spun and reran on alternate architect and result was 0.018 ng/ml. The customer reran on original instrument and the result was <0.010 ng/ml (reference range <0.028 ng/ml). No impact to patient management was reported.